Event description:
It was reported that the customer had a blood glucose level of 25 mg/dl. The customer treated herself with glucose tablets. Standard troubleshooting was performed. The insulin pump functioned according to design. The customer stated she had experienced lows lately, and her health care provider adjusted her basal rates. She also stated her pregnancy may be causing her low blood glucose levels. The customer was advised to talk to her health care provider if she has concerns and to monitor her insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)mfg site has been assigned a medwatch number from the medtronic (B)(4).